Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that the patient's head slipped out of the an a1059 mayfield modified skull clamp, causing a small cut on the forehead on (B)(6) 2019. The patient had to be closed, re-prepped, and re-draped. Another pin headrest was used for remainder of procedure. Additional information was received on (B)(6) 2019, indicating that the event happened during brain biopsy procedure. The patient had minor scratch on the forehead. The patient also had to be re-pinned.

Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement. When unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure, and unit would not have slipped. This device exceeds its expected life of 7 years. The reported complaint was not confirmed. Root cause is unknown; however, the most probable root causes are: incorrectly assembled device. Improperly tested/inspected device . Improper technique used during procedure. Off-label use of device during procedure (user error). Device used with incorrect unauthorized devices accessories for procedure.

Event description:
N/a.